Event description:
Hamilton medical ag received the following incident description: device alarmed with '"panel connection lost" during start-up. No patient was connected.

Manufacturer narrative:
Vu esm was found defective and replaced. Device works as intended now.